Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was anemic from (B)(6) 2017 to (B)(6) 2017. The patient had low hemoglobin count and a colonoscopy on (B)(6) 2017 revealed hemorrhoids and polyp in the middle of colon transversum. Gastroscopy on (B)(6) 2017 showed singular erosion of stomach and no bleedings were located. The polyp was removed on (B)(6) 2017 and patient recovered on (B)(6) 2017.